Event description:
It was reported the "first tine" was not "fixed" to the actual lead. It was stated the tine would keep "moving back and pressing against the second tine." This movement was stated to have made it "impossible to pass the lead through the white lead introducer without excessive force." It was indicated that using such force could have potentially caused further damage. A different lead was used. It was noted the event did not involve a patient. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the lead revealed the following: the #0 tine was loose on the outer insulation and slid down on to the #1 tine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.